Manufacturer narrative:
Zimmer biomet complaint (B)(4). The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The event occurred sometime in (B)(6) 2019. Device has not been returned.

Event description:
It was reported that the patient was experiencing a circulation issue while using the bone healing system (bhs). The patient stated her toes would become purple and wrinkled when using the bhs. When the patient turned the bhs off for an hour, her toes would go back to normal. The patient called her physician to discuss the side effects and the physician agreed that it could be a circulation issue caused by the bhs. The patient was switched to a different device for treatment. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported even was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was experiencing a circulation issue while using the bone healing system (bhs). The patient stated her toes would become purple and wrinkled when using the bhs. When the patient turned the bhs off for an hour, her toes would go back to normal. The patient called her physician to discuss the side effects and the physician agreed that it could be a circulation issue caused by the bhs. The patient was switched to a different device for treatment. It was reported that no further information is available.